Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer reported that the cns unit froze. It has happened two times and they have restarted the unit, but the customer wanted to send the device to the repair center (rc) for further evaluation. No patient harm was reported. Service requested: repair. Service performed: the reported unit was received at rc. The unit was cleaned and decontaminated. The model, serial number, and all labels were verified. The rc technician (tech) was able to duplicate the reported issue of cns freezing. The rc tech also found out that the hard drives were out of warranty. The rc tech replaced the hard drives, and the required software was uploaded to resolve the reported issue. The unit was tested per the operators/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operates as per the manufacturer's specifications. The repaired device was sent to the warehouse to ship back to the customer. If the reported malfunction were to recur, the reported event would likely cause or contribute to death or serious injury, should a patient event be missed. Investigation summary: the root cause of the reported problem was determined to be bad hard drives. As this issue has an overall risk score of medium, a CAPA is required per corrective action and preventive action process, sop07-003. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. The problem does not warrant/require a CAPA. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6, d10. Additional information: b4 date of this report. D9 device available for evaluation? E3 occupation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that their central nursing station (cns) is freezing, it had happened two times and they have restarted the unit and the issues ceases. No patient harm was reported.

Manufacturer narrative:
The customer reported that their central nursing station (cns) is freezing, it had happened two times and they have restarted the unit and the issues ceases. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nursing station (cns) is freezing, it had happened two times and they have restarted the unit and the issues ceases. No patient harm was reported.